Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired, all of which was allegedly caused by exposure to the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products.